Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the foot pedal was sticking during use. An angiojet console was selected for a coronary st-elevation myocardial infarction (stemi) procedure. The procedure went well; however when the procedure was done and the physician stepped off of the pedal, it did not stop and continued to run in thrombectomy mode. The power button was pressed and a hard shut down was performed. It was noted that the switch gets stuck under the pedal and fluid gets inside the pedal and makes it stick. There were no patient complications.